Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 37 mg/dl and was treated with glucose/carb intake. The customer also recieved pump error 53 (no motor movement or negligible movement. Retries to free a stuck motor failed). The event involved product(s) mmt-1884l, mmt-342, mmt-7040a, mmt-441a. Troubleshooting was performed for pump error 53 and the customer was able to clear the alarm and complete rewind. The insulin pump also passed the self. Troubleshooting was also performed for low blood glucose event. The customer was using the insulin pump within 48 hours of the reported event. The auto mode/smartguard feature of the insulin pump was also active at time of low blood glucose event. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-441a. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 alarm occurred during testing. A review of the pump history file shows on 3/15/2025 at 09:01 there was a pump error 53 (line number 114 file number 99) alarm triggered in the file main_stack_error_handler.c, function h_main stacker ror handler (), line 114. The assert was triggered by system_sw_error3() macros. This assert was triggered due to stack overflow - suspecting the hw (corrupted data). The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 53 alarm is confirmed, fault isolated to the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.